Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 99% stenosed, mildly calcified lesion in the moderately tortuous femoral artery. The armada 35 balloon catheter was advanced to the lesion, without issue; however, during the first inflation at 4 atmospheres, the balloon leaked contrast. The device was removed. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, the device leaked from the balloon during the first inflation. Another armada 35 was used to complete the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the balloon rupture occurred due to interaction with the 99% stenosed artery causing damage to the outer surface of the balloon material (balloon leaked contrast); however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.